Manufacturer narrative:
Follow-up #1 date of submission 08/29/2016-device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: a review of the black box indicated that the last basal and bolus deliveries occurred on 06/12/2016. A call service 064 alarms occurred at 17:25 on (B)(4) 2016 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no delivery interruptions and no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient's blood glucose (bg) had elevated to over 600mg/dl while waiting for a replacement pump. The reporter stated that the patient does not respond well to insulin injections. No further information was provided. The pump was replaced on (B)(6) 2016 for an unrelated issue, and it is unknown at this time if the patient had remained on the pump while waiting for the replacement or if the patient was off the pump using a back-up plan for insulin delivery at the time of the alleged bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an unrelated pump malfunction that may have caused the user to be unable to use the pump.